Event description:
It was reported, during the original procedure on (B)(6) 2013, "the stent was used on a patient and there was extreme difficulty" removing the stent from the patient. After the procedure the physician was contacted by the patient that he was "urinating pieces of something blue". An ultrasound showed that the stent had disintegrated inside the patient and the physician performed an additional surgery on (B)(6) 2013 to remove any remaining pieces.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Based on the reported information provided, it is believed the device was resterilized through our open-but-unused process. It is believed that the original manufacturer (om) was cook urological and the device was item g15903 resterilized on (B)(6) 2012. However, this information could not be confirmed for sure since the device was not returned. A review of the original manufacturers' instructions for use indicated the following:precautions:complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up proceduresdo not force components during removal or replacement. Carefully remove the components if any resistance is encountered. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. Individual variations of interaction between stents and the urinary system are unpredictable.since the complaint device was not returned a root cause is unknown; however, possible root causes may be linked to the following:¿ device damage due to mishandling prior/subsequent to distribution from stryker sustainability solutions¿ user error (includes user technique and methods)¿ ancillary equipment error (includes all other equipment outside of the complaint device that may have contributed to the error)none of the listed possible root causes can be excluded.the reported event is not occurring more frequently or with greater severity than is usual for the device. H3 other text : device not returned for evaluation